Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blood glucose level was 407 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer's other relevant blood glucose level was 270 mg/dl, 320 mg/dl, 170 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer went through high blood glucose trouble shooting and thinks that the cannula was bent. The insulin pump will not be returned for analysis.